Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to capture. The atrial lead was not used. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing and visual inspection were normal with no anomalies found.